Event description:
It was reported that the patients dbs ipg turned off multiple times when the ipg program was switched to a different program. After these episodes, the patients parkinsons symptoms returned and he would need a full day to recover from the temporary loss of therapy. The patient underwent an ipg explant procedure and has fully recovered.

Manufacturer narrative:
Block h6 patient code 3191: no code available was used as there is no equivalent FDA code for surgery. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The patient experienced the ipg randomly turn off, however, device analysis confirmed that the ipg exhibited no anomalies, therefore, with the available information, boston scientific is unable to determine the probable cause of the ipg turning off.

Event description:
It was reported that the patient's dbs ipg turned off multiple times then the device program was switched to a different program. After these episodes, the patients parkinsons symptoms returned and he would need a full day to recover from the temporary loss of therapy. The patient underwent an ipg replacement procedure and has fully recovered. Additional information was received that the patients ipg was reprogrammed several times because the program switched after every reset.

Manufacturer narrative:
Correction to block b5 block h6 patient code 3191: no code available was used as there is no equivalent FDA code for surgery. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The patient experienced the ipg randomly turn off, however, device analysis confirmed that the ipg exhibited no anomalies, therefore, with the available information, boston scientific is unable to determine the probable cause of the ipg turning off.

Event description:
It was reported that the patients dbs ipg turned off multiple times then the device program switched to a different program. After these episodes, the patients parkinsons symptoms returned and he would need a full day to recover from the temporary loss of therapy. The patient underwent an ipg replacement procedure and has fully recovered.